Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen was dim, fading, discolored. The reporter indicated that the display screen could no longer be read safely related to the issue and confirmed that the issue was not resolved by resetting the pump¿s contrast settings. The reporter confirmed that there was no known moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: the display was dim and discolored. Unrelated to the original complaint, the battery compartment was cracked.